Event description:
A customer reported experiencing a cartridge alarm 20 during the load process, and consecutive cartridges also triggered alarms. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, providing the customer with one that has updated software. The customer was informed about using manual injections (mdi) for insulin delivery in the interim, received instructions on pump storage mode and return procedures, and was advised on the setup of the replacement pump. The shipping details were confirmed, and a replacement pump was sent without the need for signature confirmation upon delivery.